Event description:
It was reported by service report that the head end right side rail would not lock in the up position and bed would not power up. No pt involvement or adverse consequences are reported.